Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient only had to charge their previous implantable neurostimulator (ins) every three months, but with his current ins, he had to charge it every 30 days. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.